Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery was replaced to address the issues. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.